Event description:
A distributor reported that a customer's pump screen was broken, rendering the touchscreen unreadable and unresponsive. The recorded blood glucose value was 140 mg/dl, indicating no adverse impact to the customer's blood glucose level. The device is being returned, and a replacement pump has been provided to the customer.